Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room for syncope. An interrogation found the right atrial (ra) lead had far field r-wave (ffrw) oversensing and the patient had been shocked. The patient noted feeling angry and upset during the time of the episodes. Initially the physician felt the patient was inappropriately shocked due to the right ventricular (rv) lead t-wave oversensing (twos) and the rv lead was reprogrammed. The patient was later brought in for a follow up visit where the physician stated the shocks were due to multi-focal premature ventricular contractions (pvc) adding to ventricular tachycardia (vt) counter of the implantable cardioverter defibrillator (ICD). The ra lead, rv lead, and ICD remain in use. No further patient complications have been reported as a result of this event.